Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported damage to the insulin pump battery compartment, battery does not last long, esc button was hard to press, had a failed battery test and no delivery alarm, button was hard to press, and rewind process was slower. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with broken battery tube threads. Device received with no button response due to flattened button dome switch .the keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify motor or drive anomaly, prime or fill anomaly, failed battery alarm, unexpected low battery alarm, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.